Event description:
It was reported that the tip of the device was found to be bent while at the user facility. Although requested, the user facility was unable to provide any further information surrounding the event.

Manufacturer narrative:
The reported event that the tip of the device was bent was confirmed through the visual inspection. It was observed that the tip of the device is deformed. Any physical impact to the pointer can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device was found to be bent while at the user facility. Although requested, the user facility was unable to provide any further information surrounding the event.